Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings. No needle complaint could be confirmed due to no insertion needle being returned.

Event description:
It was reported that the customer's sensor insertion site bleed profusely, and the sensor filled with blood. The customer's blood glucose level was 144 mg/dl. The customer stated that she is on a blood thinner which could have caused more bleeding. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.